Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient had a foley catheter in place for their c-section. The provider requested to have the bladder backfilled. In order to do that the registered nurse needs to use the port for collection to perform the task. When the registered nurse attempted to backfill, the syringe did not stay on the port, and the connection was not secure. The fluid used to backfill leaked out. The registered nurse attempted again to backfill and was unable to do so. The foley was left in the patient and the clinical team opened another foley catheter which had the same issue. This was the reference #a902414 & lot # ngkx0282.